Event description:
It was reported that the customer's insulin pump display went blank, after a low battery reading was received and the customer tried three new batteries. Customer's blood glucose was 190 mg/dl. Troubleshooting was performed. There was reportedly no related damage or corrosion. After the customer was advised to remove the battery, clean the batter cap contact and insert a new battery, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no blank display anomalies or unexpected low battery alarms were noted. No damage on the lcd isolation tape noted. The device had cracked case at battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.